Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
The hcp reported that the pt's device system was explanted due to infection. No pt symptoms or outcome was reported. Add'l info has been requested from the hcp, but was not available as of date of this report. A follow-up report will be sent if add'l info is received.